Manufacturer narrative:
Per the reporter, the patient had some loss of sensation on the right-side post-surgery. The surgeon reports they are doing fine with rehab and are anticipated to make a good recovery. Software case logs were reviewed and found that registrations appeared to be accurate. The probe slip is visible in the review and there is no indication that it occurred because of inaccurate imaging. The surgeon also acknowledged what happened wasn't a navigation issue. The root cause of the problem could not be definitively determined. There is no evidence to suggest the event was related to device malfunction.

Event description:
On 15 sep 2025, orthofix was made aware of the following event that occurred during navigation using the 7d surgical system. According to the reporter, a probe slipped during pedicle prep on the right t12 vertebrae, resulting in neurological motor loss. The surgeon elected to skip the screw at that level and side. The right l1 screw was also removed after decreased motor activity was observed.